Event description:
It was reported that the patient was having a prostate biopsy, under general anesthesia on the MRI operating room. The needle broke off the gun while the radiologist was taking a tissue sample from the prostate gland. The broken part remained lodged inside the patient. A staff urologist was called in and removed it. Condition of patient post event was fine and no additional medical intervention/surgery was required.